Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 14.5 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. Insulation degradation was noted at 3.5 cm from the connector pin.

Event description:
It was reported that the atrial lead exhibited an insulation abrasion and noise. The lead was explanted and replaced.